Event description:
It was reported that the right ventricular (rv) lead showed a progressive increase of pacing impedance. Therefore a new pace/sense lead was implanted and the high voltage coils remained in use. It was also reported that the rv lead was suspected to have fractured and that the patient alert had triggered for high superior vena cava (svc) coil impedance. Therefore programming was done to turn off the svc coil and alert disabled. The rv lead will be closely monitored via remote transmission. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:08. Weekly pace lead impedance trend data shows an abrupt increase for min and max svcdefib impedance = 54 to 254 ohms peak between (B)(6) 2012.